Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was just released from the hospital for high blood glucose. The customer was admitted on (B)(6) 2017 at 5:00 am because of diabetic ketoacidosis. At the time of her hospitalization, her blood glucose was 1695 mg/dl and she was in the ICU. The customer said that the reason for her hospitalization was that on the monday prior to her hospitalization, she witnessed the dog kill the cat and so she lost two pets. She also suffered from autonomic neuropathy. While in the ICU, she was treated with an IV drip and was wearing the pump. The customer said that her pump is working fine but that it was the autonomic neuropathy that caused her hospitalization. The insulin pump will not be returned for analysis.